Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatevesiculectomy surgical procedure, the monopolar curved scissors (mcs) (3/10 lives) showed breakage of the steel cables. The procedure was completed with no reported injury.